Event description:
The customer reported the +26.0 diopter aq2010v silicone three piece lens tore upon insertion. The lens was removed and replaced without injury to the patient. The cause of the event was unknown.

Manufacturer narrative:
Event problem and evaluation codes: method code(process evaluation): medical review. Results code (process result): per medical review - reportedly, 3-piece silicone iol was torn during insertion, requiring intraoperative lens removal/exchange. Incision was not enlarged and no other tissue damage was reported. Another lens was successfully implanted. No reported postoperative sequelae. According to the report by a nurse, dated on (B)(6) 2015, the most likely cause of the event was unknown. Conclusion code (unable to confirm complaint): based on the complaint history, work order search, product evaluation, and medical review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Upon review of the device history record, there is nothing in the manufacturing, inspection and packaging process records that suggests a contributory factor in the complaint. Based on the complaint history, work order search, product evaluation, medical review, and device history record review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). (B)(4). Evaluation code: method 86 - lens work order search. Results - visual inspection of the returned product showed the lens was split in half, the optic was torn and a haptic was bent. There was a clear surgical residue on the device, however, there was no visible damage to the cartridge. The injector was not returned. A lens work order search was performed and there were no similar complaints found within the work order. Conclusion - based on the complaint information, product evaluation and lens work order search, we were unable to determine a specific root cause of the event. (B)(4).